Manufacturer narrative:
Pump received with flashing white display. Unable to verify software version due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, keypad flex tail, battery tube and vibrator. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked select button keypad overlay, torn display window cover, cracked case behind the pump at the battery compartment and broken battery tube threads. Pump received with flashing white display due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at case behind the pump at the battery compartment and battery tube threads. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.